Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #10 - "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation of the returned component found that it fractured in fatigue; it appears that the fracture was secondary with multiple initiation sites. (B)(4).

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2010. Subsequently, a revision procedure was performed on (B)(6), 2010 due to fracture of two non-locking screws. The surgeon suspects the patient may have fallen. All components were removed and replaced with reverse shoulder implants.